Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported #5 button pushed in and intermittently unresponsive, which was observed during evaluation through visual inspection of the device. Visual inspection found the cause was the #5 button pushed in. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump #5 button was pushed in on the keypad. The button did not return to the dome-like shape as compared to the other buttons. This results in the button working, but inconsistently, there were times it did not register a push. There was no known patient injury or medical intervention associated with this event. No additional information is available.